Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of perforation and death are listed in the instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery (rca). After pre-dilatation was performed, a 2.75 x 18 mm xience v stent delivery system (sds) was advanced to the lesion and was successfully deployed. Just after completing post-dilatation of the xience v stent, a vessel rupture occurred, the patient lost consciousness and subsequently expired on the operating table. The patient's cause of death was reported to be due to the vessel rupture. No autopsy was performed. No additional information was provided.